Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal pain in addition to numbness from her leg to her toes. Follow-up identified the patient's abdominal pain and numbness has improved; the abdominal pain is "almost gone" and currently the patient is only experiencing numbness in two of her toes.